Event description:
Patient underwent lumbar drain placement without event. He was discharged home. A routine followup CT for his surgery reveals what appears to be a broken off piece of lumbar drain in the spinal canal. The patient is apparently asymptomatic. Unknown how 20 cm of a cath had fractured inside patient.